Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The device jaw was stuck after firing at the tissue. The device was able to fire. There was an unloading problem, the jaws stocks after firing. The instrument locked on tissue. It is unknown how the device was removed. A new stapler was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The device jaw was stuck after firing at the tissue. The device was able to fire. There was an unloading problem, the jaws would not open after firing. The instrument locked on tissue. Physician open the jaw by other hand instrument. A new stapler was used to complete the case. No patient injury.